Manufacturer narrative:
The manufacture date for instrument with serial number (B)(4) is 04-01-2008, and the manufacture date for instrument with serial number (B)(4) is 09-21-2004. Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed routine system checks, high sensitivity system checks, pipettor verification tests and sample probe carryover tests. All testing passed within instrument specifications. A definitive root cause has not been determined to date for this event with the data provided. Mdrs associated with this event: 2122870-2011-05062, 2122870-2011-05063, 2122870-2011-05064, 2122870-2011-05065.

Event description:
The customer reported that erroneous thyroid stimulating hormone (tsh), vitamin b12 (vit b12), total thyroxine (tt4) and/or testosterone results were generated from two unicel dxl800 access immunoassay systems for multiple patient samples over multiple days. This report is three of four and represents the higher than expected tsh result above the normal reference range, which was generated on an unicel dxl800 access immunoassay system on (B)(6) 2011 for one patient sample. The customer is uncertain as to whether the incident occurred on the unicel dxl800 access immunoassay system with serial number (B)(4). Upon repeat testing, a lower tsh result within the normal reference range of the assay was obtained. The initial tsh result was not released from the laboratory and hence there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter assessment of customer supplied instrument performance data indicated that all three levels of tsh quality control, on both unicel dxl800 access immunoassay systems, were within the customer's established ranges prior to, on the day of and after the event. The tsh sample was collected in a plasma tube.